Manufacturer narrative:
Records indicate this device remains in service. The patient will continue to be followed via routine follow-up appointments. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's defibrillation lead, exhibited high out of range pacing impedance measurements. It was also noted the left ventricular (lv) pacing impedance measurements were high and out of range. All other lead diagnostics were good and stable. It was reported another manufacturer's lv lead was programmed to extended bipolar. Boston scientific technical services (ts) discussed the right ventricular pacing impedance measurements could impact the lv lead measurements based on that programming. The patient was seen in clinic. Fluoroscopy was performed and no visual anomalies were noted. Troubleshooting was also performed and again no anomalies were noted. Additionally, pacing impedance measurements were found to be within range. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific received additional information nineteen months after the initial observations had been reported. The patient had undergone a dermatology procedure and bipolar cautery was used which created some noise resulting in oversensing and an inappropriate shock. A boston scientific technical services consultant stated the appearance of the noise had a similar appearance to electromagnetic interference (emi). The caller also confirmed that the timing of the event was same time as the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Additional information was received ten months after the initial observations were reported confirming there was noise observed on the rate/sense portion of the right ventricular (rv) competitive lead. The noise had been oversensed and one non-sustained ventricular tachycardia (nsvt) event had been stored. No therapy had been given. A boston scientific technical services consultant informed the caller that this device does not have the strengthened header bond improvement. The consultant stated the caller could test pocket manipulation to try and gain confidence that it is not a header issue. Efforts to obtain additional product issue details were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.